Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported the infusion set fell off from his body. The customer stated there was no reason why the infusion set fell off. No adverse event was reported. The infusion set was requested to be returned for product evaluation.